Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. No damage was noted to the tip, balloon or blades of the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and tactile examination found no issues along the length of the shaft. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a damaged area of shaft 10mm proximal from the proximal end of the proximal markerband. The source of the leak was examined microscopically and damaged was observed on the shaft. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28jun2016. It was reported that balloon leak occurred. A 7.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device did not maintain pressure when inflated. The device was then removed and inflated outside the patient's body and a leak was found in the balloon. The procedure was completed with a different device. There were no patient complications and the patient's condition was okay. However, device analysis revealed a shaft leak.